Event description:
During colonoscopy physician came to stricture in colon and asked for a pediatric colonoscope and as the adult colonoscopy was being withdrawn, the bottom part of the scope, bending rubber separated from scope and the scope was bare with rough edges causing bleeding inside the colon. The bleeding was small and it was stopped. Patient was discharged in stable condition with no further issues. Event reappeared after reintroduction: no.